Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, the anvil of the circular stapler did not tilt after firing and was difficult to remove from the patient's cavity resulting to break down of anastomosis and tissue damage. Suture was used to repair the anastomosis.